Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing green discharge directly from a driveline tear at the site of a previous repair. Log files captured only routine events. The driveline damage was to be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the previous driveline repair site and discharge from the driveline could not be confirmed as no product was returned for evaluation and no images were provided for review. A specific cause for the reported events could not be conclusively determined. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29may2014. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Additionally, the IFU states that although the external components of the heartmate ii lvas are moisture resistant, they are not waterproof. Section 6 of the IFU and sections 2 and 4 of the patient handbook further state never to submerge the driveline or other system components in water or liquid. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.